Event description:
It was reported that the patient presented for a lead revision due to noise, and it was discovered that the device battery had rapidly depleted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.